Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer had symptoms such as nausea and treated with a bolus. Customer's blood glucose value was 245 mg/dl at the time of the call. Customer reported that the infusion set is not sticking and caused the high blood glucose. Customer declined to troubleshoot for high readings but was advised on infusion set technique and tape adhesion. Troubleshooting was advised to monitor the pump and call back if necessary. Customer will reiceve replacement infusion sets.